Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a btb surgery the suture got twisted and stuck in itself when applying to the graft. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588btb-2j serial/batch (B)(6) was received for evaluation. Functional testing was not performed because of the damage to the device. Visual evaluation revealed that the suture loop was broken, the needle detached, and frayed was noted on the suture sheath. The reported failure is most likely attributable to user error, potentially due to improper surgical technique.